Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that child at the camp threw a bucket of water on her while she was wearing her insulin pump. The patient's blood glucose at the time of incident was 301 mg/dl. The customer also mentioned that the o-ring on the inside lip of the reservoir compartment was missing. There were also cracks around the top of the battery compartment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.